Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Per medwatch mw5107790: it was reported that cadd legacy infusion pump alarmed no disposable, clamp tubing. No patient injury reported.